Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan revealed that the patient's left common iliac had enlarged and is now larger than the 13 mm limb that was originally implanted. A distal type I endoleak was present. The physician decided to embolize the left hypogastric artery with a 10mm amplatzer plug and extended the original endurant limb into the left external iliac artery with an endurant 16x10x93, resolving the endoleak. The physician stated the disease progressed into the iliac and the original limb was no longer large enough to seal. No additional clinical sequelae were reported and the patient is fine.